Event description:
It has been reported to philips that the system had a start-up problem. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system did not start up. The host pc did not power on and therefore the system could not be started. Inspection showed that the host pc's power cable was likely the cause of the issue. The cable was reinserted, and the host pc started up expected. The system has been returned to use in good working order. The codes were updated based on the investigation outcome.